Event description:
The customer's spouse reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl. The caller stated that the customer had changed the insertion site, and she noticed that the infusion set cannula was bent. The caller stated that she was transported to the customer to the hospital. They had changed the infusion set 3 times within a 24 hour time period due to unexplained high blood glucose. The caller noted that the insulin pump had alarmed no delivery on the morning of the call. Her most recent blood glucose was 98 mg/dl. The customer experienced nausea and vomiting. The caller noted that the customer left the hospital against medical orders due to the doctor being rude. The customer was wearing the insulin pump at the time of the hospitalization. The caller declined troubleshooting, advised that the device functioned as designed, and noted that he did not want to waste insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.